Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: hh9020tdd, (serial: (B)(6)); product type: implant date n/a; explant date: n/a, section d references the main component of the system. Other medical products in use during the event include: brand name; product ID: hh9020tdd, (serial: (B)(6)); product type: brand name synchromed; product ID: a820, (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone for non-malignant pain. It was reported that the patient was experiencing the connection lag issue when trying to bolus; the screen got stuck at 90%. The patient stated they were "not getting any bolus, I can't even tell if I'm getting the normal medication". The patient mentioned they cleared the cache but still not working. When asked about event date, the patient mentioned "before a couple of times and it got normal again then yesterday". Data was reviewed and the patient was assisted with deleting the data. The patient was able to connect to the pump with no lag. The patient mentioned the screen showed locked out 3 hours and 4 minutes with 3 bolus left but pt did not have a bolus this morning. The patient confirmed last night was their last bolus. The patient was redirected to their healthcare provider.